Manufacturer narrative:
Unit passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.